Event description:
A caller reported receiving alarm 2 followed by alarm 26 on their device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer replaced supplies as necessary and resumed insulin therapy.